Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that esc key is not "clicking". The customer said that the insulin pump has not been bumped, dropped or exposed to moisture. The customer was was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the escape button. The insulin pump has cracked reservoir tube lip.